Event description:
It was reported that the patient noticed cracked insulin cartridges and experienced hyperglycemia with a reported high blood glucose that later decreased to 225 after taking 10 units of subcutaneous lispro; replacement cartridges and infusion sets were arranged. Symptoms included hyperglycemia with associated headache and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a device component issue traced to the reservoir, consistent with a component failure. It was concluded, based on previously established findings for similar reports, that the cause was a stress-related problem identified in the reservoir leading to fracture.